Event description:
The customer reported via phone call that they exposed the insulin pump to moisture. Customer reported falling into the pool while connected to the insulin pump. The customer's blood glucose was 178 mg/dl. The customer stated the insulin pump's display was blank immediately after the moisture exposure. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was noted on the keypad traces, under the display window, electronic assembly or motor. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.